Event description:
It was reported the neurostimulator goes to a power on reset (por) state for no apparent reason. The device had to be reprogrammed. The patient resumed therapy. The device will be replaced. The surgeon will arrange this as soon s possible.